Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a regular follow-up visit. Upon interrogation, it was noted that the patient was not bi-ventricular pacing; threshold was attempted in multiple vectors, but no left ventricular pacing was achieved. An x-ray was performed, which revealed that the lead was dislodged. The device was reprogrammed to right ventricular pacing only. The patient was in stable condition prior, during and post event.

Manufacturer narrative:
Additional information: correction - x-ray was done and mentioned in the initial report.

Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.3cm. Analysis was normal. No anomalies were found.